Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital affiliated to (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the that the bronchovideoscope displayed no image. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient harm.